Event description:
It ws reported to covidien on 10/28/2008 that customer had an issue with dental needle. The customer reports that after the needles have been used, when they try to screw the caps back on, the caps fall off. This has occurred with multiple needles which has resulted in a dirty needle stick, one of which was from a needle used on an hiv positive patient.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.